Manufacturer narrative:
(B)(4): product evaluation: the quality engineer received one (1) sample(s) without the original product pouch / label. The returned product was found to be as reported product: blade 1884006em rad40 4mm m4 rotate. The lot# listed on the biohazard bag was found to be 0207004706. From visual evaluation, the middle tube spiral wrap assembly was found slightly hyperextended and broken close to the tip causing its detachment from the device. The broken tip was returned along with the remainder of the device. The blade teeth were observed on the broken tip and appeared to be free of damage. The spiral wrap hyperextension and breakage near the tip is indicative of possible procedural / anatomical / operational factors encountered by the customer during procedure which may have led to the observed failure. These factors include and are not limited to difficult anatomical location, bone/tissue structure. These factors can cause the customer to exert pressure, manipulate and/or maneuver the device in a manner that may lead to device breakage. (B)(4).

Event description:
It was reported that the tip of the blade broke off during ordinary use. The piece was retrieved without any impact to the patient.